Manufacturer narrative:
Of the 1 allegation of a malfunction, 0 pumps were returned to animas and investigated.

Event description:
This report summarizes <noe> 1</noe> malfunction event. A review of the event indicated that the 2020 model pump experienced a call service alarm issue. These reports were received from various sources. The patient associated with this allegation was a (B)(6) year old male.

Manufacturer narrative:
Follow up #1 06/16/2016 of the 1 allegation of a malfunction, 0 pumps were returned to animas and investigated.this report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes malfunction event. A review of the event indicated that the 2020 model pump experienced a call service alarm issue. These reports were received from various sources. The patient associated with this allegation was a (B)(6) male.